Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflator exhibited a gas leakage coming from the forceps elevator wire (k connector unit). There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A faulty connector unit was discovered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was confirmed. A damaged k connector unit was found during inspection, however, the cause of the damaged connector unit was established. Olympus will continue to monitor field performance for this device.